Event description:
It was reported that the implantable pulse generator (ipg) exhibited a partial power on reset (por). The ipg was interrogated and consequently reset. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated a partial electrical reset occurred on 2015 (B)(6).